Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic history indicated vent inop occurrences due to a data acquisition pcb adc reference failure. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.